Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d10, h8. The device was not returned to olympus for inspection, therefore the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the that the reprocessing process the client has been using was not listed in the information provided in the manual. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.